Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there was no device return, the complaint could not be confirmed. Although attempts were made to obtain further event details, there was no additional information provided by the customer. Therefore, the root cause of the reported failure could not be identified. This supplemental report includes information added to d8 and d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It is unknown if this device will be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during percutaneous nephrolithotomy, this grasping forceps broke. The pin that holds the jaws in place was missing and presumed that it is inside the patient. Attempts to obtain additional information was made, however, unsuccessful. There were no reports of patient or user harm associated with this event.